Event description:
The facility representative reported a pump with an unintended shutdown. This event occurred at an unk time. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has been received in baxter, but has not yet been evaluated. A follow-up report will be submitted when an evaluation is completed.